Event description:
The davinci sureform 45mm (ref# (B)(4), lot # t91210716, exp 07-31-2023) stapler was opened to the sterile field and hooked up to the davinci robot, it appeared to work and was fired at least twice with no misfires. And then after that it would not work. The drapes were moved and troubleshooting done but it would not work again. A new 45mm stapler was opened and used with no problems or issues. FDA safety report ID# (B)(4).